Event description:
This ra lead was implanted on (B)(6) 2010. A call was place to technical services on (B)(6) 2016 stating that this lead was explanted due to either infection or allergic reaction at some time in the past and patient is currently wearing a life-vest. No information on physician and facility provided. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).